Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer had reports that went to a "hold later" status when trying to print them. The touch pen was noted to be tracking off .5 inches. The physician noted that the technical field employee (tfe) ran the service diskette and the touch pen was re-calibrated and no longer had the issue. The programmer remains in use. There was no patient involvement.

Event description:
It was reported that the programmer had reports that went to a "hold later" status when trying to print them. The touch pen was noted to be tracking off .5 inches. The physician noted that the technical field employee (tfe) ran the service diskette and the touch pen was re-calibrated and no longer had the issue. The programmer remains in use. There was no patient involvement.